Manufacturer narrative:
The manufacturing lot evaluation could not be completed as no lot/serial number was provided. The device was not returned as the device was explanted. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain patient information however no response was received there medical records/ images could not be obtained. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is unknown.

Manufacturer narrative:
The explanted device involved in this event has not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on an unknown date. On a later date, the patient presented with an unknown device failure. The physician elected to treat the patient by explanting the devices on (B)(6) 2019. There is limited information regarding the patient and device details. As of date, there have been no additional patient sequelae reported.